Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial:(B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients lead migrated. It was also noted that patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure. The explanted devices were not returned.

Event description:
It was reported that the patients lead migrated. It was also noted that patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure. The explanted devices were not returned.

Manufacturer narrative:
Correction to the initial emdr in field h11. Additional suspect medical device component involved in the event: product family: scs-linear fixation, upn: m365sc43160, model: sc-4316, batch: 35674767, UDI: (B)(4).